Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reported that the insulin pump received an unexpected power loss alarm. The customer¿s blood glucose level was unknown. Troubleshooting was not performed. The customer stated that she took the battery out six different times and had the same results. The insulin pump will not be returned for analysis.